Manufacturer narrative:
The testing results are not conclusive. If the unit is in open circuit, no rf will be delivered. Unfortunately grounding pad was not recovered for investigation. The investigation is ongoing.

Event description:
On (B)(6) 2012, a neurotherm sales rep received a call from a facility stating that a pt had been burned at the location of the grounding pad. The pt was consciously sedated during the lumbar radio frequency procedure. The rf generator was returned on (B)(6) 2012.